Event description:
It was reported to medtronic minimed that the customer received a pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarm, and the customer was able to clear the alarm and able to rewind the pump. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing the medtronic logo on the screen. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Proceeded with the following testing to ensure proper functionality of the unit. P-cap locked in place properly during testing. After battery installation, the unit gave a flashing medtronic logo. After numerous attempts unit was able to be downloaded. Adapt tool was used and pump error 53 was noted caused by motor processor has been stuck in fault due to fact that motor voltage regulator has been broken. Proceed by cutting the unit open and performing a visual inspection of the connectors and the electronic stack. Per visual inspection, it was determined that moisture damage was noted on pcba 1 leading to a constant flashing medtronic logo, separated to the electronic stack. Unit also received with cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, label damage (faded), cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, and pillowing keypad overlay. In conclusion unit received a flashing medtronic logo due to moisture damage, separated to the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.